Event description:
It was reported that, "the cup had potrusion so the surgeon revised."

Manufacturer narrative:
Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.